Event description:
It was reported that the customer's keypad was stiff. The customer's blood glucose was unknown. The customer stated that the keypad was responsive but that her other insulin pump had felt more springy than the current insulin pump. Informed customer that the it may have been that the insulin pump was new and therefore slightly stiffer. Advised customer that, with use, the buttons would soften up. Advised customer to monitor the insulin pump and call back to troubleshoot if the keypad did not respond or the pressing became more difficult. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.